Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result on a patient. The patient was repeated, and the results were negative. The following data was provided: (B)(6) 2025, initial result 521.11 iu/ml, repeated on (B)(6) 2024 and results were < 1.2 iu/ml. The customer uses reference range < 5.0 iu/ml. No additional patient information was available. There was no reported impact to patient management.

Event description:
The customer observed a false reactive architect total b-hcg result on a patient. The patient was repeated, and the results were negative. The following data was provided: on b)(6) 2025, initial result 521.11 iu/ml, repeated on (B)(6) 2024 and results were < 1.2 iu/ml. The customer uses reference range < 5.0 iu/ml. No additional patient information was available. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included, no additional patient information was available. The complaint investigation for false positive architect total -hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 53095ud01 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the architect total -hcg assay using worldwide data. Review shows that the median patient result for lot 53095ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 53095ud01. In-house accuracy testing was completed using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. Based on the investigation, no systemic issue or deficiency with the architect total -hcg assay for lot 53095ud01 were identified.